Manufacturer narrative:
Evaluation - investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account generated falsely reactive and equivocal axsym toxo igm results on a patient specimen that was toxo igg nonreactive. In 2009, the patient tested axsym toxo igm nonreactive (0.433 index value) and toxo igg negative. A new specimen was obtained on the following month, from the same patient which tested axsym toxo igm equivocal (0.550 index value). The specimen from original date was retrieved from storage and retested with axsym toxo igm equivocal results (0.532 index value). The account calibrated a new axsym toxo igg reagent and tested both specimens again with equivocal (0.532 index value, the same day specimen) and reactive (0.626 index value, two days prior specimen) results. The patient was redrawn and generated an axsym toxo igm negative result (0.43 index value). The false reactive axsym toxo igm result was not reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation other (B)(4) - customer issue with interpretation of results the investigation of the issue consisted of a review of customer complaints, current axsym labeling, and the information provided including the complaint text. The axsym operations manual provides multiple probable causes and corrective actions to assist the customer with resolving erratic results. The probable causes listed include contacting the axsym customer support center. Complaint information notes the abbott field service representative verified the axsym performance, and the axsym customer support center provided the customer with package insert information on interpreting toxo igm results to resolve the erratic toxo igm patient results issue. A complaint review found there have been no additional complaints documented for erratic result generation by axsym (B)(4), since the fsr verified the axsym performance and the customer spoke with axsym customer support. No product deficiency was identified. This is a final report.